Event description:
It was reported that the subject device had excessive pressure alarm occurred. The issue occurred during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 (establishment name)- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. B5. Correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-05737-00 ((B)(4)).

Event description:
No additional information received from customer.